Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 248 mg/dl. Customer took bolus and the motor error occurred. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer stated that they have a pacemaker and had a fall. Customer had an x-ray and the pump was off and away from the x-ray. Customer stated that the pump was within 6 feet of the x-ray machine. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professionals' instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prim/a33 alarm test due to faulty force sensor resistor. The insulin pump passed basic occlusion and displacement tests. No motor error alarms noted and the motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corners noted during our visual inspection.